Manufacturer narrative:
Further information from the reporter regarding event, product, and permission to contact the healthcare professional has been requested. No additional information is available at this time. Reason for reoperation: rupture and edema.

Event description:
Patient reports left side rupture and "muscle and breast swelling." Device remains implanted.